Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic shoulder rotator cuff tear surgery for rotator cuff tear, it was observed that the vapr tripolar 90 suction elect device suction became clogged after a few minutes of use. There was a thirty minute surgical delay and no harm to the patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review a manufacturing record evaluation was performed for the finished device lot number (u2501011), and no non-conformance was identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed the overall device surface with signs of usage. No other anomalies were noted. A functional test was performed for the device using saline water. Test revealed that both coagulation and ablation functions could be activated as intended. Device was sent to the supplier manufacturer for further investigation, including a suction test. Manufacturer inspection revealed the following conditions on the device surface: 1) the original packaging was not returned for evaluation; 2) the tip components were in good condition and had light use only; 3) debris were visible in the suction ports; 4) the handle assembly, cable & plug assembly were in good and used condition and no misuse patterns were observed on them; and 5) some saline residue was observed in the suction tube. At the manufacturer, all electrical checks pass as intended. However, for the functional checks, only the coagulation and ablation buttons/functions could be activated as intended. The device failed to pass flow rate tests, both before and after activation, and it is suggested that the blockage moved during the activation tests which would explain the post activation flow rate of 0ml/min. The suction failure was further investigated by subjecting the device to both positive and negative pressure however the blockage remained and a flow rate test confirmed this. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the blockage identified on the device suction has been traced to built-up of tissue debris. As per IFU, the next precautions need to be followed: 1) ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate); 2) when not in use, place the active electrode in a clean, dry, nonconductive, and highly visible area not in contact with the patient; and 3) failure to maintain the recommended suction may result in device failure. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.